Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the falls the patient has been having was due to weak muscles, and they did not affect the device. The patient also reported using a different setting. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer a patient who was implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. Information was reported that a patient is at their pain doctor to get a different setting on her stimulator. She has had it for five years and has been only on the same setting and her body is so use to it that it is not working. The patient is able to sync with patient programmer and stimulation is on. The patient has group a program 1 at 3.30v and program 2 at 2.90v, and the patient has the ability to change amplitude, groups and programs. The patient has group a, but no other groups. The patient reported falling a lot at the start of this month that could be related to the issue. The patient also reported chronic pain. She did it two weeks in a row. The patient was redirected to follow up with healthcare professional (hcp) and set up an appointment to have a manufacturing representative (rep) come in and give her more programs. No further complications were reported. No additional patient symptoms were reported. .